Event description:
It was reported that the patient presented for an implant procedure. During the procedure, high pacing impedance, loss of capture, poor sensing, and a potential product quality issue were noted with the right atrial (ra) lead. The ra lead was not used and was replaced during the procedure. The patient remained in stable condition.